Event description:
Reporter stated that patient obtained results of 300 mg/dl and 150 mg/dl, "within seconds," on the accu-chek aviva system. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.